Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient presented with status post implant for a non union rib fracture. On an unspecified date, post operative x-ray revealed the implanted plate was broken. The device remains implanted and no planned treatment is scheduled at the time of this report. The patient was asymptomatic.